Event description:
It was reported that the cartridge was leaking. There was no adverse impact to the customer¿s blood glucose level mentioned. The customer declined follow-up from technical support, and no additional information was received regarding the outcome of the event.